Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported about a month to six weeks ago it was working great. The patient stated he had starting voiding again in his underwear. The patient noted before the implant he was wearing diapers. The patient stated he had bladder infection and the healthcare professional (hcp) gave him medicine and it cleared up. The patient stated that he took the medicine he was still voiding in his underwear. The patient went back the hcp to check if he had a bladder infection and he did not. The stated then about a week and a half to two weeks prior to the call the hcp had one of his employee¿s say it was best she reset him. When the patient left he felt some pain in his rectum and he was still voiding in his underwear. The patient noted he was going anywhere from 1-2 hours to the bathroom and voiding his bladder, this caused him to not get a good night sleep. The patient noted he falls occasionally, and lots of time he lands on his butt or right hip. The patient¿s device is implanted in his left side in the lower back. The patient noted he was technically challenged and needed someone to show him in person how to use the patient programmer, he did not feel comfortable doing it over the phone. The patient stated when he went to the hcp they did not take an x-ray or check his leads to see if they had moved. Additional information from the patient reported they were told by a nurse at the hcp office there was nothing they could do to help the patient. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they pee liking a racing horse on themselves. Patient also reported that they had a coughing spell that last two minutes and that they fell and hit their head and went to the hospital and was told they had some clot in lungs. No further complications were noted or anticipated